Event description:
It was reported that breathing complications occurred. After a procedure where a pulse field ablation pfa procedure to treat atrial fibrillation was done, the patient had breathing complications. The patient was intubated after the case ended to support oxygen needs. The patients current hospitalization was extended and admitted to the ICU. The physician does not believe the device or procedure contributed to the patient complications. There was no device malfunction reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.